Event description:
Physician used a neuron delivery catheter 070 and a penumbra system 032 to treat an m1 origin occlusion. Parked the device at the skull base and advanced another device with a syncro 14 wire. Noticed that the clot was somewhat hard in nature, potentially a stenotic lesion and clot. Got the wire through with some effort and placed the second device into the clot to infuse some tpa to soften the clot. Pulled second device proximal to the clot after infusion of tpa and exchanged for separator032. Had good flow in the canister and started to move the separator032 per IFU. Was making good progress and noticed his device(first) had pushed back into the aortic arch, so he pulled his separator032 back into the second device and pulled the device back into the cavernous carotid. Advanced the first device back up to the previous position over the second device. Did a contrast run prior to advancing first device back to the occlusion and noticed significant extravasation at the mca origin. The physician was not certain how this happened other than to speculate that the second device must have pushed through the arterial wall between the hard portion of the clot and the intima, and when he pulled back to reposition the first device, he pulled the second out of the perforated hole. Prior to this he did not have any signs that he was anywhere other than in the confines of the mca artery.

Manufacturer narrative:
Method/conclusion codes: device disposed by hospital and will not be returned to MFR for analysis. Device instructions for use includes potential adverse event of vessel perforation, hemorrhage, and death as possible complications of the procedure. The pt's vessel was perforated, had an sah, and died the following day.